Event description:
The customer reports she felt hypoglycemic and performed back to back tests with results of 460 and 89 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.